Manufacturer narrative:
Since the original report was filed, the investigation into the reported hemolysis has concluded. The pump product was returned with biomaterial wrapped around the impeller. The data logs also show a motor current spike indicative of biomaterial ingestion. The root cause of the hemolysis was biomaterial ingestion, which is native patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The analysis of the presumed hemolysis caused by impella use is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted in cardiogenic shock in (B)(6) and when his care needed escalation the intra-aortic balloon pump was replaced by an impella cp. During the hemodynamic support with the impella suction alarms were noted and after reviewing his medical history of atrial fibrillation, the team assumed there was thrombus within the impella pump causing the suction and hemolysis. The pump was explanted and the hemolysis (diagnosed by urine color change) was treated by infusion of haptoglobin.

Manufacturer narrative:
The cause of the pump stop was most likely ingested biomaterial. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01130 was provided in sections b5, d6, and h6.

Event description:
Additional information was reported indicating there were low pump flows and a pump stop. It was reported upon removal of the pump that a clot was observed in the bowl on the sterile table.